Event description:
Additional information was provided by the customer. The event occurred during an unknown therapeutic procedure while the doctor was using the insufflation in the abdominal cavity. The customer reported that there were no particular issues with the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5 the device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had abdominal pressure alerts occurring was abnormally high. Sometimes, even when changing the flow rate level from high to medium and low, the flow rate remains unchanged. The issue was identified prior to the procedure. The intended during sedation and device was inside patient, which was completed using a similar device. There were no reports of patient harm.